Manufacturer narrative:
The customer returned photographs, and the kit with smartcard for investigation. Review of the smartcard data confirmed the occurrence of an alarm #7: blood leak? (Centrifuge chamber). A review of the photographs shows that the centrifuge bowl is still in the bowl holder, the drive tube is in one piece, and a substantial amount of blood covers the walls of the centrifuge chamber. Visual inspection of the returned kit confirms the bowl had broken into two pieces, the base and the outer bowl, with the inner bowl and drive tube still attached. All four locating tabs were present and they were flat and undamaged. The bowl had separated 360 degrees around the base. The break is just above and just below the tabs on the bowl assembly. No manufacturing issues were identified with the kit that may have caused or contributed to the observed failure. A material trace of the bowl assembly and its components used to build lot h307 found no related non-conformances. The requested device history record review did not result in any related non-conformances. This lot passed all lot release testing. The cause of the centrifuge bowl leak was most likely a fracture of the centrifuge bowl material; however, the root cause for the fracture in the material could not be determined based on the available information. No further action required at this time. Mc 045039 s.d.a. 11/05/2019.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h307 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h307 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the photograph and kit are still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that approximately 200 mls of whole blood was processed at the time the leak occurred. Customer stated that the treatment was aborted and the patient was stable. The customer indicated that an alarm #7: blood leak? (Centrifuge chamber) occurred. The customer returned a photograph and the kit for investigation.